Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause and treatment of the event were not reported. Three days after the event onset, the patient was hospitalized for the event. At the time of this report, the patient was not recovered from the event. Four days after the event onset, the patient's pd catheter was removed and pd therapy was discontinued. No additional information could be provided as the reporter declined follow-up.